Event description:
On (B)(6) 2015, a 29mm epic mitral valve was implanted in a patient with a history of endocarditis. Several months post-implant, the patient developed mitral regurgitation. On (B)(6) 2017, reoperation was performed. Per surgeon report, one of the leaflets on the epic valve appeared elongated resulting in improper leaflet coaptation. The original valve was replaced with a second 29mm epic valve. No endocarditis was present and the patient had an uneventful post-operative course.

Manufacturer narrative:
The results of this investigation concluded cusps 2 and 3 contained tears. Cusp 3 contained fibrous pannus ingrowth on the inflow surface. There was no acute inflammation or significant calcifications present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the tears and pannus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.